Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient experienced chest pain (severity unknown) and felt bloated following an alleged overfill event. Upon follow up the peritoneal dialysis registered nurse (pdrn) stated the liberty select cycler did not completely drain the patient¿s abdomen in drain cycle 4/4, thus causing an overfill event. Reportedly the patient felt bloated and experienced chest pain following pd therapy, and required a stat drain. The patient reportedly drained 2871 of 2000 ml in drain cycle 4/4; however the volume of the stat drain was unknown. The pdrn stated the chest pain and bloated feeling abated once the stat drain was performed; and the patient has continued performing/undergoing pd therapy on the replacement cycler without issue.

Manufacturer narrative:
The actual device was returned to the manufacturer for analysis. The not draining (no alarm) was "not confirmed" with testing. The exterior inspection revealed no discrepancies. The simulated treatment, passed. The system air leak testing, passed. The valve actuation testing, passed. The load cell verification, passed. The internal inspection revealed no discrepancies. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Added clinical investigation conclusion clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of chest pain and feeling bloated; which required a stat drain (volume unknown). The definitive etiology of the event(s) is unknown, as the treatment data provided does not indicate the liberty select cycler caused or contributed to an overfill event. Additionally, the liberty select cycler has yet to be returned to the manufacturer for product investigation, thus it cannot be assessed for possible contributory involvement. Therefore, based on the available information, a possible causal or contributory relationship between the patient¿s adverse event(s) and the liberty select cycler cannot be excluded. However, at the time of this investigation, there is no evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event(s).

Event description:
...